Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right atrial (ra) and right ventricular (rv) leads triggered lead impedance warnings for low impedance measurements. Both of the leads remain in use. No patient complications have been reported as a result of this event.